Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient did not require hospitalization. The patient was treated with vancomycin (intraperitoneally, 2g in each bag, for 14 days, frequency not reported) and fortum (intraperitoneally, 250mg in each bag, for 14 days, frequency not reported) for peritonitis. The outcome of the event was unknown. No additional information is available.